Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone the dxc 700 au chemistry analyzer.as troubleshooting measure the customer replaced the sample probe and sample syringe, but the issue persisted. The cts recommended replacement of wash syringe due to high usage. The customer performed replacement as recommended, but it did not resolve the issue. Upon follow-up the customer replaced the wash syringe seal was replaced which resolved the issue. The cause of failure was identified as faulty wash syringe seal. The customer replaced it which resolved the issue. No further issues noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au generated approximately twenty (20) erroneous low patient results for multiple analytes which included sodium (na), potassium (k), chloride (cl), glucose. (Gluc) and blood urea nitrate (bun). The customer indicated that (20) patients results were zero (0) in value. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.